Event description:
Imp ref # (B)(4).

Manufacturer narrative:
The device has been requested for return, but has not been received. The investigation is pending. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).